Event description:
A report was received that the patient was charging the ipg more frequently and for longer periods of time. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.